Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at quick release. The patient observed insulin came out of tubing about 1 day after the set was changed. This issue occurred with 1 set. No further information available.